Manufacturer narrative:
Sodium chloride and toradol residuals in received and mating devices. Leaking was observed from a crack on the winged female luer. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
The event involved an unspecified 60" appy 0.41 ml smallbore ext. Set with clamp, rotating luer where it was reported there was a hole found in medline tubing. It was stated that intravenous (IV) toradol was given by the registered nurse (rn) and when the rn went to flush the med it was noticed the medfusion pump was wet. The event occurred in the patient's hospital room. The tubing was replaced, and therapy was resumed. There was patient involvement, however, no report of patient harm.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Medsun medwatch mandatory report uf/importer report #(B)(4).

Manufacturer narrative:
One (1) used unknown, extension tubing connected to a microclave and a used sodium chloride injection, usp 10 ml syringe were returned for evaluation. As received sodium chloride and toradol residuals in received and mating devices. A crack on the winged female luer and a stress within evidence were observed. The set was tested according to procedure and a leak from the crack on the winged female luer was observed. The female and male luer met iso design specifications. Complaints of leaks can be confirmed based on the crack observed on the returned mating device. However, there is no evidence that this is an ICU medical product, therefore probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown. D9 - date returned to mfg: 9/5/2024.